Event description:
It was reported on (B)(6) 2013 that synthes (B)(6) stated the hospital medical professional advised the small battery drive casing for 12v battery (part # 532.002; lot # 005583) has intermittent function. No reported patient involvement or procedure harm noted. No additional information available. This incident report was provided by email to the chu on (B)(6) 2014. This report event is for a device instrument. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. An additional evaluation / synthes power tools evaluation was completed. The report stated the part received condition as: blemished housing. It concluded: the customers complaint that the battery casing runs intermittently was confirmed. The device was evaluated and the complaint was substantiated. Findings included: device failed the leaked test, the battery contacts are corroded, and the lid will not close properly. Evidence suggests this is due to usage wear over time. Subject device was received and is currently in the evaluation process. Investigation is on-going, no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Consultant sent event email on (B)(6) 2014. Lot number provided is undetermined, investigation is on going. The device is an instrument and not implanted/explanted. Device has not been returned at this time. The investigation could not be completed; no conclusion could be drawn, as no product has been received and the lot number provided has not been validated at this time. A review of service history records and additional evaluation have been requested. Placeholder.